Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported a tampon fell apart leaving pieces inside which caused irritation and discomfort. The tampon pieces came out and she did not seek medical attention.